Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a mynxgrip vascular closure device was being used for hemostasis, however, after following the steps for deployment, and removal of the device from the patient, there was bleeding from the access site and it was found that the sealant had remained fully attached to the delivery system. There was no patient injury reported. The device was clinically used, but will not be returned for analysis. The device has been discarded. The lot number for the mynxgrip device is f1901802. The type of procedure the mynx vcd was used in was a peripheral intervention. The procedure used an ante-grade approach. The patient did not have any relevant medical history. Other devices include an unknown atherectomy device and an unknown stent. The sheath introducer used was a 7f cords brite tip. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The stick location was the femoral head. There was no presence of pvd/calcium in the vicinity of the puncture site. Hemostasis was achieved using manual compression for 20 minutes. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The patient was reported to be ok. The device storage temperature had exceeded 25 °c. There was no over tamping. The deployer shuttled down completely.

Manufacturer narrative:
Complaint conclusion: as reported, a 6/7f mynxgrip vascular closure device (vcd) was being used for hemostasis, however, after following the steps for deployment, and removal of the device from the patient, there was bleeding from the access site and it was found that the sealant had remained fully attached to the delivery system. There was no patient injury reported. The type of procedure the mynx vcd was used in was a peripheral intervention. The procedure used an antegrade approach. The patient did not have any relevant medical history. Other devices include an unknown atherectomy device and an unknown stent. The sheath introducer used was a 7f cords brite tip. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The stick location was the femoral head. There was no presence of pvd/calcium in the vicinity of the puncture site. Hemostasis was achieved using manual compression for 20 minutes. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The patient was reportedly ok. The device storage temperature had exceeded 25 °c. There was no over-tamping. The deployer shuttled down completely. The non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint has been discarded and will not be returned for analysis. However, two photos were received for investigation. The photos of the device showed that the shuttle cartridge was engaged to the black handle. The advancer tube was engaged to the distal tamp lock with hydrogel sealant located next to the balloon. The procedural sheath was retracted to the shuttle handle. No visual damages or anomalies were observed. The condition of the device in the photo indicates an incomplete removal step of the device. (Balloon catheter not withdraw through the advancer tube). A product history record (phr) review of lot f1901802 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant stuck to device components¿ was not confirmed through analysis of the photos received. However, the exact cause of the issue experienced could not be determined during picture analysis. Based on the information available for review and the product analysis, the event may have been attributed to incorrectly following the instructions for use (IFU) since the photos received indicated an incomplete removal of the mynxgrip during use as evidenced by the advancer tube still being engaged to the distal tamp lock. Per the (B)(4) IFU, which is not intended as a mitigation, step 3: remove device instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall, resulting in the reported incident. Additionally, it was reported that the storage temperature of the mynxgrip exceeded 25 degrees celsius; therefore, the event may have also been attributed to improper storage of the device since temperatures above 25 °c can cause the sealant to soften, which can in turn result in the sealant gripping the device components before the artery. According to the instruction for use, which is not intended as a mitigation, ¿maximum temperature, 25°c. Keep dry ¿ protect from moisture.¿ neither the phr review nor the picture analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.